Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that led to oversensing and the delivery of inappropriate shocks. No adverse patient effects were reported. The physician suspects an insulation issue and a revision has been scheduled to implant a pace/sense lead and cap the is-1 portion of this rv lead. A memory download was performed and sent to boston scientific technical services (ts) for further analysis on what is causing the noise. A ts consultant reviewed the disk and confirmed there were numerous recorded episodes recorded in the arrhythmia logbook over the last month as a result of the noise being oversensed. The noise is present on the rv channel in all the available episodes and is also visible on the shock channel as well in one episode. The morphology of the noise appears to be related to mechanical contact with the lead. All lead impedance measurements were in normal range. The ts consultant provided troubleshooting methods that could be performed to ascertain the cause of the noise and if it is due to an insulation issue or mechanical contact with the lead. Additional information was received that a revision was performed and the is-1 portion of the defibrillation lead was capped and a new pace/sense lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.